Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and damage on the insulin pump. Customer's blood glucose level was in the 20 to 39 mg/dl range. Customer believed the insulin pump over delivered insulin due to severe low blood glucose levels. Customer treated their low blood glucose with glucose tablets and an orange. Troubleshooting for damage on the insulin pump was performed. Customer advised the battery compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.